Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/03/2015 device evaluation: the device has been returned and evaluated by product analysis on 08/17/2015 with the following findings: the pump black box showed no evidence of short battery life but showed that one eaw 128 replace battery alarm had occurred. The pump was observed to have visible moisture behind the display screen lens and on the inside of the battery cap. The pump powered on during testing to a distorted multicolored display screen. The pump current draws were tested and were found to be outside of specifications. A leak test was performed and the pump was found to be leaking a missing bolus button cover. The pump was opened and moisture was observed throughout the inside of the pump.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had short battery life. The pump history was reviewed and confirmed that battery alarms were occurring more often than expected. The reporter indicated that there was no damage to the pump but moisture ingress was noted behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.